Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated a falsely decreased sodium result were generated while using the architect c16000 analyzer. The customer provided the following data: (B)(6) initial: 113, retest 144. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, design history record review, instrument log review, a search for similar complaints, and a review of labeling. Return material was not available. No nonconformances/deviations were identifed in the preceding 12 months. The instrument log review indicated a potential on-going issue with cuvette wash operations and suggest that cuvettes may have contained unexpected reactants, sample or water when used by follow up analyses. The analyzer history log indicated that error code 0550: cuvette washer stopped by the operator occurring prior to the suspect sample results issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.